Manufacturer narrative:
Preliminary device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis complete.

Event description:
It was reported the pt presented in 2008 with unspecified withdrawal symptoms. A rotor study was performed where a stall was discovered. No catheter study was done at that time. The pump was turned off. The pt was scheduled for replacement surgery on the following month. The drug used in the pump was morphine sulfate 40 mg/ml at a dose of 10.839 mg/day. The pump was explanted and replaced. It was also reported they got to csf back during the replacement surgery. See also MFR report# 3004209178-2008-05523. Additional info has been requested.